Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. Insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Scratched lcd window, battery tube threads cracked, cracked reservoir tube lip. No motion sensor test failure alarm. Device received with currents in spec. No failed battery test. Drive support disk was inspected and no anomaly was noted. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm and failed battery test alarm. Customer's blood glucose was 96 mg/dl. Customer mentioned there was motor position encoder error alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.